Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer stated that the pump alarmed no delivery in the early morning at the middle of the night. The customer stated that the pump alarmed no delivery during fill tubing. The customer was assisted in performing a 5.0u fixed prime. The customer stated that the insulin did exit. The customer stated that there were no leaks along the tubing. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that insulin did not exit with plunger push. The customer was advised to replace the infusion set and reservoir.